Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given a false negative reading on her five-month-old son. The device allegedly gave readings of 96°f and 98°f. The child was taken to a hospital where a rectal temperature of 103.6°c and the presence of corona virus was confirmed. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.